Manufacturer narrative:
A sample was not provided for evaluation. Lot history was unable to be reviewed as the lot number was not provided by the customer. Per photos received the defect was confirmed. A cause was unable to be determined as no sample was provided for evaluation.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the side port cap disconnected during infusion. There was patient involvement and no reported harm.